Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument's movement was bad. The procedure was completing as planned with no reported injury.